Manufacturer narrative:
The device was returned to olympus for inspection where the reported complaint was confirmed. Based on the results of the investigation, a root cause was not identified. Based on the damage pattern e.g. The description of the damage, it is assumed that the damage was thermally and mechanically induced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that part of the distal end broke off of the resection sheath. This occurred during an unknown procedure. There were no reports of patient harm.